Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there were problems with the atrial setscrew of the implantable cardioverter defibrillator (ICD) at implant. The ICD was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. The returned device indicated a missing set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.